Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 12-139012, endo ii mod endo head sz 44, 325100; ep-108626, e-poly 44mm +3 mrom lnr sz26, 714400; 139245, endo ii taper insert +6mm t1, 077430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01875, 0001825034-2018-01874, 0001825034-2018-01877. Product location unknown.

Event description:
It was reported that the patient underwent a right hip irrigation and debridement due to dislocation. A removal of hardware and griddle stone procedure were performed. A greater trochanter osteotomy non-union was also noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint is confirmed based on the medical reports that were provided. X-ray review confirmed that the femoral shaft bone fracture from 2013 was not healed in 2014. Heterotopic ossification was found around greater trochanter. No loosening was observed. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip irrigation and debridement due to dislocation. A removal of hardware and griddle stone procedure were performed. Continued signs of infection were also noted, continuing from a prior procedure. A greater trochanter osteotomy non-union was also noted. Attempts have been made and additional information on the reported event is unavailable.